Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event - unknown. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2014-08352 / 08355).

Event description:
It was reported that an initial total foot system procedure occurred on (B)(6) 2014. Subsequently, the plate, 30mm cortical screw, 3.5mm locking screw, and a 3.5mm cannulated screw fractured. Additionally, there was a 28mm cortical screw and 3.5mm locking screw that backed out. No revision is scheduled at this time.